Manufacturer narrative:
An event of improper or incorrect procedure or method and off-label use with patient death were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported off-label use was due to valve-in-valve approach using oversized balloon valvuloplasty to intentionally fracture the prior prosthesis in complex bentall and CABG anatomy outside IFU-supported populations. The performed improper or incorrect procedure was related to procedural circumstances including oversized ballooning, aggressive bav, proceeding despite instability, and lack of coronary protection culminated in lad occlusion with ischemic shock. The death appears to be related to a myocardial ischemic event and the procedural circumstances that contributed to it. The unexpected medical interventions were a result of case specific circumstances, as a CPR was performed and medication was prescribed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Based on medical review: a 23 mm navitor valve was rapidly deployed without recapture attempts due to ongoing instability. Final implant depth was 3 mm on both sides. Despite successful deployment, the patient remained in shock. Chest compressions and pharmacologic support were unsuccessful, and the patient passed away on march 10. Implanting team assessed the most likely mechanism as left anterior descending (lad) coronary artery occlusion from displaced leaflet tissue during pre-dilation, resulting in acute myocardial ischemia. Other possibilities include balloon induced injury. The official cause of death was documented as myocardial ischemic attack. Therefore, this is most likely a procedure-related and not related to navitor valve.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). On an unknown date in 2012, the patient had experienced a type a aortic dissection, treated with a bentall procedure including aortic valve replacement using a 19mm, non-abbott valve. At the same time, the patient underwent coronary artery bypass grafting (CABG), with saphenous vein grafts to the left anterior descending artery (lad) and obtuse marginal (om). The patient also has a history of hypertension. Prior to the procedure, the patient was observed to be stable. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon and the patient became hemodynamically unstable. It was noted that the pre-bav was performed with a balloon not less than or equal to the perimeter derived diameter. It was commented that the larger device was used with an intention to fracture the pre-existing 19mm, non-abbott valve. During the procedure, the valve was rapidly deployed at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc), and the patient remained hemodynamically unstable. Chest compressions, cardiogenic shock were performed; medications were also administered to stabilize the patient, but the results remained unchanged and was pronounced to be deceased. The physician believes that the patient experienced adverse health consequences due to the procedure and attributed to lad occlusion resulting in ischemic shock caused by the pre-bav device. The official cause of death was myocardial ischemic attack.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). On an unknown date in 2012, the patient had experienced a type a aortic dissection, treated with a bentall procedure including aortic valve replacement using a 19mm, non-abbott valve. At the same time, the patient underwent coronary artery bypass grafting (CABG), with saphenous vein grafts to the left anterior descending artery (lad) and obtuse marginal (om). The patient also has a history of hypertension. Prior to the procedure, the patient was observed to be stable. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon and the patient became hemodynamically unstable. It was noted that the pre-bav was performed with a balloon not less than or equal to the perimeter derived diameter. It was commented that the larger device was used with an intention to fracture the pre-existing 19mm, non-abbott valve. During the procedure, the valve was rapidly deployed at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc), and the patient remained hemodynamically unstable. Chest compressions, cardiogenic shock were performed; medications were also administered to stabilize the patient, but the results remained unchanged and was pronounced to be deceased. The physician believes that the patient experienced adverse health consequences due to the procedure and attributed to lad occlusion resulting in ischemic shock caused by the pre-bav device. The official cause of death was myocardial ischemic attack.